Event description:
The customer reported the table was displaying an accessory installation error message. No reports of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The foot extension was removed from the table top to repair the longitudinal motion error. Also, the foot extension switch was replaced. The system was found to be working as intended, and put back into service.